Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarm on the insulin pump. Customer's blood glucose was 576 mg/dl, which was treated with manual injection. During troubleshooting, disconnecting and reconnecting the tubing and reservoir resolved the issue. Insulin exited the tubing . A manual prime was successfully performed and the insulin pump did not alarm no delivery. Nothing further reported.